Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during introduction, the jagwire guidewire was difficult to insert. The hydrophilic tip coating and the ptfe coating peeled, exposing the core wire tip. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during introduction, the jagwire guidewire was difficult to insert. The hydrophilic tip coating and the ptfe coating peeled, exposing the core wire tip. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination revealed that a section in the distal tip and part of the ptfe jacket peeled, exposing the corewire tip approximately 22.1 cm from the distal end. The pebax section had presence of adhesive remnants indicating that the pebax was properly attached to the core wire. There was no evidence of core wire fracture and the outer diameter of the guidewire was found to be within specifications. The complaint is consistent with the returned device that a section peeled including the jacket and the distal tip, exposing the corewire tip. It is most likely that unstated procedure and possibly clinical factors may have contributed to the device damage, also including but not limited to handling of the device and condition of the treated lesion, therefore the most probable root cause is operational context. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the  reported lot number 16096488.